Manufacturer narrative:
Determined that the 91-01-4001 vst m6 bolts came out of the vertical support tube causing the x ray shield to fall.

Event description:
Skytron authorized representative submitted a complaint on 03/11/2026 describing an incident where a x ray shield detached from the vertical support tube. Per the details provided in the complaint report, there were no injuries to patient or staff as a result of the incident.